Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. This investigation is therefore closed in phase 1. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Two screw heads stripped off of screws during insertion in right distal radius. Alternate screw holes needed to be used for fixation, screw heads were removed, screw shafts were retained by patient.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
Two screw heads stripped off of screws during insertion in right distal radius. Alternate screw holes needed to be used for fixation, screw heads were removed, screw shafts were retained by patient.